Event description:
The patient's generator and lead were replaced due to the high impedance and battery depletion. The explanting facility historically has not returned devices. The explanted lead and generator have not been received by the manufacturer to date.

Event description:
Diagnostic data was received from a later clinic date which confirmed the high impedance reported. No surgical interventions are known to have occurred to date.

Event description:
It was reported on (B)(6) 2016 that the patient¿s device was interrogated that day and high impedance was found on diagnostics. The device was disabled at that time. Surgical intervention has not occurred to date.